Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow shutdown during. The failure occurred during patient treatment. The patient was hand-cranked and the device has been exchanged with a backup device. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow shutdown. The failure occurred during patient treatment. The patient was hand-cranked and the device has been exchanged with a backup device. A getinge service technician was on site on 2022-06-01 to repair the affected rotaflow (serial#(B)(6) the technician confirmed the reported failure and replaced the on/off switch with cabling (material#70105.0674) and the rf ICU cover for switch (material#70107.3409). After the replacement the device is working as intended. The defective parts (on/off switch with cabling and rf ICU cover for switch) were requested for further investigations, but the customer does not release the parts for further investigation. Based on these investigation results the reported failure could be confirmed. The failure mode "shutdown" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: 1. Unintended switch off by user. Malfunction or total fail due to mechanical influences, e.g.: 1. Loosening of fastening (wrong installation, aging). The product in question was produced in 2008-04-25. The review of the non-conformities has been performed on 2022-06-22 for the period of 2008-04-25 to 2022-05-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.